Event description:
It was reported that there has been an increase in impedance (>9999 ohms) and threshold on the atrial lead since (B)(6) 2010. It was also reported that there is evidence of oversensing of noise. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there has been an increase in impedance (>9999 ohms) and threshold on the atrial lead since (B)(6) 2010. It was also reported that there is evidence of oversensing of noise. It was further reported that the atrial lead had an apparent conductor fracture, intermittent lead noise, oversensing with pocket manipulation and unstable impedances and thresholds. The lead was capped and replaced. No patient complications have be reported as a result of this event.